Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type recharger, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead .product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative and a patient who was implanted with an implantable neurostimulator (ins). It was reported that starting at the end of february, the patient started having difficulties when trying to charge the implant. The patient stated that they would get the following messages: "system problem (99): rm03"; "settings not available (59)"; "no device found (16)". The patient could not find the ins for recharging. Now the ins was dead. When not charging, the ins could be adjusted through the controller but when the antenna was connected, the controller couldn't find the ins. The patient noted that the representative had them perform the passive recharge mode and were receiving "0-0-0" even though the recharger was directly on the implant. The representative told them to call to request a new recharger. A replacement device was requested. Additional information from patient stated that stimulator is not charging properly. It is not connecting and it gets very hot. Rep reported that the rep was unsure of the cause of the "settings not available" message. Patient called to get a new antenna. Patient states everything is ok with the new controller. Patient states it gets warm and will continue to monitor warmness. Rep was going to meet patient for reprogramming next week. Later, it was reported that patient still got 'settings not available' on a, b and c since last week. When she called last week they thought it was due to low charge. Pt said no matter what charging level she had the message still came up. Pt had no falls/no trauma. Pt said she did have a surgery but the device worked fine after the surgery. Patient was going to see the rep because her back was hurting. Rep reported his connectivity check showed electrode 12, 13, 14, 15 are "red", when rep checked the reference point, he confirmed those electrode have a lot of electrodes greater than 40k ohms. Rep said patient had lead issue in the past, that only 2 electrodes were out before. Rep to reprogram patient.